Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000663 g7 pps ltd acet shell 52e lot# 6263198, item# 010000849 g7 neutral e1 liner 32 mm e lot# 3414639, item# 192011 echo por fmrl nc 11 x 135 mm lot# 802150. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05907, 0001825034-2018-05908.

Event description:
It was reported that patient underwent a revision procedure less than one year post-implantation due to infection. Attempts to obtain additional information requested; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.